Event description:
It was reported that a peritoneal dialysis (pd) patient was in hospital with a dialysis related infection. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 due to abdominal pain, nausea and vomiting (onset during treatment). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent fluid cultures returned positive for enterobacteria cloacae, and the patient was treated with intravenous (IV) vancomycin and cefepime (dose, duration, frequency not provided). The patient was discharged in stable condition on (B)(6) 2024, and his antibiotics were changed to oral ciprofloxacin 500 mg once daily for 14 days. The pdrn stated the cause of the peritonitis is unknown; however, during follow-up the patient¿s primary pdrn stated causality was likely due to uncleanliness due to poor hand hygiene. The pdrn did not allege the serious adverse events were caused by a fresenius device(s) and/or product(s) malfunction or deficiency. The patient continued ccpd therapy following discharge, and resumed utilizing the same liberty select cycler without reported issue (no replacement request).

Manufacturer narrative:
Correction: d4 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in hospital with a dialysis related infection. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 due to abdominal pain, nausea and vomiting (onset during treatment). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent fluid cultures returned positive for enterobacteria cloacae, and the patient was treated with intravenous (IV) vancomycin and cefepime (dose, duration, frequency not provided). The patient was discharged in stable condition on (B)(6) 2024, and his antibiotics were changed to oral ciprofloxacin 500 mg once daily for 14 days. The pdrn stated the cause of the peritonitis is unknown; however, during follow-up the patient¿s primary pdrn stated causality was likely due to uncleanliness due to poor hand hygiene. The pdrn did not allege the serious adverse events were caused by a fresenius device(s) and/or product(s) malfunction or deficiency. The patient continued ccpd therapy following discharge, and resumed utilizing the same liberty select cycler without reported issue (no replacement request).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, nausea, and vomiting, which required hospitalization and antibiotic therapy. The pdrn stated the definitive etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, during follow-up the patient¿s primary pdrn stated causality was likely due to uncleanliness due to poor hand hygiene. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Of all the gram-negative organisms, those from the enterobacteriaceae family are the most common causes of pd-related peritonitis. Peritonitis caused by enterobacteriaceae may be due to touch contamination, exit site infection, or a possible bowel source, but the exact etiology is often unclear. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.